Event description:
Patient underwent surgery for oversensing due to fractured lead resulting in inappropriate shocks. During laser lead extraction, the svc was ripped and the patient passed away. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.